Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('just had my hysterectomy') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in patient¿s social media: medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('just had my hysterectomy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pain of skin ("if someone barely touches me it hurts"). The patient was treated with surgery (hysterectomy). Essure was removed in 2018. At the time of the report, the medical device removal and pain of skin outcome was unknown. The reporter considered medical device removal and pain of skin to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in patient¿s social media: medical device removal, tenderness. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received: event 'general body pain' was added. Reporter was added. Product stop date and date of removal added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.